Event description:
A customer obtained imprecise, higher than expected, vitros crbm quality control results (75.0, 73.9 ug/ml), when compared to the expected result (56.2 ug/ml), using a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were affected during the interval that the imprecise quality control result was obtained. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise, higher than expected, quality control results were obtained using the vitros clinical chemistry products crbm slides on a vitros 5,1 fs chemistry system. The root cause of this event is analyzer related. Crbm precision tests were outside of ocd guidelines. An ocd field engineer performed multiple service actions to the vitros 5,1 analyzer. After the service actions were performed, acceptable crbm performance was observed.